Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. There was no button error alarm. The insulin pump was received with minor scratched display window. The unit was received with a cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 157 mg/dl at lunch and at dinner it was 322 mg/dl. Customer's blood glucose at the time of the event was 137 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)